Event description:
Customer reported the advantage system gave a blood glucose result of 102 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; emts were called. Emt meter result of 30 minutes later was 38 mg/dl, customer treated by emts. The customer was using expired strips. A request was made for the return of the system and a replacement was sent.